Manufacturer narrative:
Product event summary:the lead was returned with no information and with severe damage. The lead serial number was missing. Analysis was performed and found the outer insulation of the lead developed a breach due to metal ion oxidation while in vivo. The outer insulation of the lead developed a breach due to environmental stress cracking while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
The lead was returned with no information, was analyzed and tested out of specification. No patient complications have been reported as a result of this event.